Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 17-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: 400 ml. Flow rate: 7 ml/hr. Procedure: unknown . Cathplace: unknown. It was reported that a patient called his anesthesiologist reporting that after pushing the bolus button on the pain ball, the contents emptied into his shoulder. The patient went to the emergency room to be evaluated. The pump was connected on (B)(6) 2018 and the patient sent home. The doctor stated that the pump was set to 7 cc/hr. No further information provided.